Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's device was alarming motor error alarm and no delivery. The customer's blood glucose level was reported to be 97mg/dl. It was reported that the customer was advised that the device was out of warranty and could not be replaced. No further information provided.